Event description:
It was reported that a user experienced three infusion sites that did not deliver insulin while using a 23-inch teflon infusion set with the ilet system, and the user did not inspect the cannulas for bending; replacements were arranged due to depleted supplies and no device alerts or alarms were reported. Symptoms included hyperglycemia with blood glucose reaching 300 mg/dl with no associated clinical symptoms. Outcomes included no lasting health consequences or impact. Troubleshooting and education were provided. User support included review of the event details and assessment of potential infusion site performance. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.